Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, the mapping catheter had difficulty being inserted into the balloon catheter. It was observed the mapping catheter tip was bent. The guide wire lumen was also blocked and bent. The balloon catheter and mapping catheter were replaced which resolved the issue. The case was completed with cryo. No patient complications have been reported as a result of this event.